Event description:
A user facility reported they have a mask with a hole in the inflation balloon. The problem was discovered while the mask was being used on a pt. The leak was noticed immediately and removed. There was no pt problem. The user facility has been requested to return the mask for evaluation.